Event description:
It was reported that the patient suffered a fall at his home and sustained injury to his back. At the time of his consultation, the patient believed himself to be experiencing mild pain in his lower back but otherwise mobile and able-bodied. On (B)(6) 2010, the patient underwent MRI of lumbar spine which revealed degenerative disc disease of the lumbar spine. On (B)(6) 2010, the patient underwent direct lumbar interbody fusion from l4-l5 as well as axial lumbar interbody fusion from l5-s1. The patient was implanted with rhbmp-2/acs. The operative report for this surgery was not dictated until 31 oct 2010. Uncertainty exists as to the accuracy of the operative report: according to the report, it would seem that the patient was anesthetized and extubated twice. In (B)(6) 2010, the patient was diagnosed with lung cancer requiring a lobectomy on (B)(6) 2010. The lung cancer was determined not to be from a prior history of smoking. Post-op the fusion surgery, the patient suffered from extreme pain that has left him unable to walk without assistance. Additionally, he has been unable to lay flat since the surgery and had developed pain in his right leg. This inability to lay flat caused a delay in performing an angiogram, which led to an above-the-knee amputation of the patient's right leg on (B)(6) 2014. Although the amputation was the result of patient's diabetes, the delay in acquiring the angiogram results due to not being able to lie flat contributed to the necessity to amputate.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.